Event description:
It was reported by the physician that his programming system was "not working consistently". He also stated that "it won't sync to device". Troubleshooting was attempted by the site by resetting the hand-held and re-inserting the vns flashcard, but the issue continued. A company representative used a known good wand with the physician's hand-held device (hhd) to interrogate a demo generator, and no issues were identified. Attempts for further information have been unsuccessful to date.